Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter in the fluid path component. The following information was provided by the initial reporter: in several cases after removing the syringe from the packaging and before using it, plastic threads were observed in the syringes. They are so small that we cannot rule out if they would be applied into the body.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-18. H6: investigation summary: a device history record review was performed for provided lot number 2109161 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and the affected physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white flakes could be observed within the syringe barrels. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that the bd discard it¿ ii 20 ml syringe experienced foreign matter in the fluid path component. The following information was provided by the initial reporter: in several cases after removing the syringe from the packaging and before using it, plastic threads were observed in the syringes. They are so small that we cannot rule out if they would be applied into the body.